Event description:
It was reported that the ilet user experienced hyperglycemia after an incorrect meal announcement, as the use ate more than anticipated and the bolus did not match the actual carbohydrate intake. Blood glucose rose to 330 mg/dl and later stabilized with troubleshooting and education regarding meal announcements and incorrect meal size. Symptoms included hyperglycemia accompanied by headache. Outcomes included temporary hyperglycemia without hospitalization. Investigation included review of device use and meal announcement practices, assessment of dosing logic relative to reported intake, and user education on correct meal entry. Investigation of this case revealed no malfunction of the device or its components and indicated user-related dosing mismatch due to under-announced meal size. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement leading to hyperglycemia.